Event description:
It was reported that patient presented with haze post lasik. The patient had bilateral lasik treatment on the (B)(6) 2021. They were treated with mitomycin c (0.02% mmc used for 30seconds). Pre-operative refraction right eye (od) -5.38/-0.24x13; left eye (os) -5.21/-0.14x28. Pachymetery od 491 os 491. On (B)(6) 2023 post -operative. Od6/5 +1.75/1.00x129 best corrected distance visual acuity (bcdva) 6/5 os 6/15 +2.00/-2.75x29 bcdva 6/5 central haze noted and scrape with mmc undertaken on this date. On (B)(6) 2023 post -operative: od 6/5 +0.50/-0.50x135 bcdva 6/5 os 6/15 -0.25/-1.50x65 bcdva 6/7.5 post op pachymetry od 423 os 429 reticular haze evident os > od. Patient has been treated with fluorometholone (fml) eye drops. The surgeon has proposed phototherapeutic keratectomy (ptk). No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). The review of the device history record (DHR) showed that the device and its components met all specifications prior to being released. Based on the investigation results, no corrective action has been issued. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision has been submitted.